Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's wife reported that she inadvertently administered excess insulin by priming the pump while the pt was attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence. If the device is returned, an eval shall be completed and a supplemental report will be filed.

Event description:
The pt received ems treatment for hypoglycemia. The pt's wife reported that, she inadvertently administered insulin by priming the pump while the pt was attached to the infusion set.